Event description:
It was reported that prior to implant procedure, the physician believed that the lead shape was not normal. During implant procedure, very low sensing values were noted. Several attempts were made to position the lead but were unsuccessful. A new lead was implanted. The patient's condition was good after the procedure. The lead was discarded and will not be returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.